Event description:
It was reported, partial catheter break in the intravascular tract. The patient had no apparent damage except having to replant the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned catheter. It was observed that two longitudinal splits could be seen at the 2 cm depth marking. A microscopic observation revealed the two splits at the 2 cm depth marking to have sharp fracture edges and a granular fracture surface with observable flat, flakey sections along each of the fracture surfaces. One of the splits was observed to have a section of the catheter cut out into a triangular shape. The exact cause of the two splits could not be determined; however, potential causes of failure may include damage from a sharp instrument or other unknown contributing factors. This complaint will be recorded for future trending and monitoring purposes.